Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2020-07665.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis of the right eye three days following lasik treatment. The patient reported discomfort and pain. The patient also reported a recent positive flu test. The topical steroids were increased and the preservative free tears were increased. Additional information received; the topical steroids were increased and put on a taper with a pending follow up.